Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed

Event description:
It was reported that a patient with a 23mm 11500a aortic valve was explanted after an implant duration of 3 years, 10 months due to calcification with severe stenosis and moderate regurgitation. Patient presented with heart failure, shortness of breath and lower extremity edema. The explanted valve was replaced with a non-edwards valve. Per medical records, patient presented in heart failure with evidence of abscess around aortomitral annulus. Md notes that premature degeneration of av likely due to strep mutations bacteremia with endocarditis approximately two (2) years prior, in 2022. Intraoperatively, aortic valve noted to have heavy calcification and well-healed abscess cavity in the noncoronary cusp was noted from previous endocarditis. Patient underwent redo avr, mvr, and tvr. Patient tolerated the procedure and was taken to cvcc in critical but stable condition. This is a 65-year-old female patient.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections : g3, g6, h2,h6 ( type of investigation). Corrected sections : h6 ( component code , investigation findings and investigation conclusions). Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the root cause remains indeterminable as no patient or procedural factors known to cause or contribute to svd were reported. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.